Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that the device was in place for 6 weeks without issue. The PICC was being removed as the course of therapy was complete and resistance encountered with 15cm left in situ. Intervention: the patient returned the next day for another attempt to remove device and slight resistance felt but then suddenly released. The PICC was removed with the tip intact but there were deficits in the line. The patient experienced significant deep aching discomfort at the insertion site and up the arm for 24 hours after initial removal attempt. This was relieved when the PICC was successfully removed the next day.

Manufacturer narrative:
(B)(4). The customer returned a single lumen catheter. A catheter clamp was attached between the 41 and 44cm marking on the catheter. With the unaided eye, the catheter body exhibited a ballooned area from 9 to 9.5cm from the distal tip. The catheter was ruptured between 10.8 and 11.8cm from the distal tip. The distal tip of the catheter was occluded with dried blood. After manipulating the catheter, the dried blood fell out of the tip and exposed another dried material inside the tip. The outside diameter (od) of the catheter body measured 0.056 inches, which met specification. Water could not be injected into the catheter using a 10ml syringe. A 0.014" lab wire was inserted into the proximal end of the lumen and advanced 13cm before it hit a blockage. Blood residue was on the tip of the wire when it was removed from the catheter. The wire was inserted into the ruptured area and advanced toward the proximal end of the catheter 40.8cm before it hit a blockage. This corresponded to 13cm from the proximal end of the catheter, which was the same location of a blockage measured from the other direction. The catheter body was cross sectioned at the area of blockage (13cm from proximal end) and dried blood was observed in the lumen on both sides of the cross section. The blockage at 13cm most likely occurred after the catheter ruptured. The 0.014" lab wire was then inserted into the ruptured area and advanced through the catheter toward the distal end. There was some resistance and a small amount of dried, non-blood material was pushed out of the distal tip of the catheter. The material in the tip of the catheter could have contributed to a pressure buildup in the catheter body. The actual lot number was not known, but the customer provided a potential lot number. A review of the device history records for the catheter based on a potential lot number did not reveal any manufacturing related issues. The report that the single lumen catheter ruptured was confirmed through examination of the returned sample. The catheter body was ruptured 11cm from the distal tip and also exhibited a ballooned area 9cm from the distal tip. The distal tip of the catheter contained dried blood and also another dried material that was not blood. A DHR review was performed based on a potential lot number and did not reveal any manufacturing related issues. Based on the condition of the sample and the report that the catheter was in use for 6 weeks prior to discovery of the rupture; it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the device was in place for 6 weeks without issue. The PICC was being removed as the course of therapy was complete and resistance encountered with 15cm left in situ. Intervention - the patient returned the next day for another attempt to remove device and slight resistance felt but then suddenly released. The PICC was removed with the tip intact but there were deficits in the line. The patient experienced significant deep aching discomfort at the insertion site and up the arm for 24 hours after initial removal attempt. This was relieved when the PICC was successfully removed the next day.